Manufacturer narrative:
A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "bilateral rupture."

Event description:
Healthcare professional has reported right side "bilateral rupture." The device has been explanted and replaced.